Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated experiencing a hiccup like sensation when lying on the right side. Technical services (ts) assessed and indicated that symptoms were likely related to diaphragmatic stimulation. Ts recommended that the device be evaluated and tested in the clinic. To date, this crt-d remains in service. No adverse patient effects were reported.